Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This report was mailed to the FDA on: 11/21/2007. Additional info was requested 10/23/2007 and 10/30/2007 by phone, fax and mail. A completed questionnaire has not been returned.

Event description:
A surgeon reports a patient has negative dysphotopsia following intraocular lens implant surgery. Additional info has been requested.